Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: p select ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The undamaged section of the crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed 20 jul 2018. It was reported that difficulty advancing occurred. A 2.50 x 24mm promus premier select drug-eluting stent was unable to be put into the vessel. The procedure was completed with another of the same device. There were no patient complications and the patient's status was fine. However, returned device analysis revealed proximal stent damage.